Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-512 mg/dl). The customer would change the supplies and deliver a bolus to address the high bg level. The customer thought that there might be an insulin absorption issue or at times had wondered if the pump was delivering an accurate amount of insulin. The customer was unable to troubleshoot with tandem customer technical support (cts) at the time of the report. Although requested, the customer had not contacted cts to troubleshoot.